Event description:
It was initially reported that the pt had been experiencing "a flurry of seizures again with a low grade temp of 99.5". He had the same event occur a week prior. At that point, he was placed on a higher dose of medication. Add'l info was received from the pt indicating that he had his vns device checked, and it was functioning normally. No settings or medications were changed. The pt also indicated that his fever was gone and that the flurry of seizures was decreasing. The pt also indicated that he made need a replacement soon. No details on diagnostic results, or programmed settings were provided by the pt. Attempts for add'l info have been unsuccessful to date.